Manufacturer narrative:
The t:slim pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently transposed the carbohydrates amount with units of insulin when programming values into the pump. The customer's blood glucose (bg) level was 40 mg/dl and the bg level was addressed by the customer drinking juice. The customer successfully turned the carbohydrate setting on.